Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and the only way to stop the alarm was by removing the battery. Customer's blood glucose was 187 mg/dl. Customer stated the device was exposed to pool water as she was splashed about 30 minutes prior to the alarm occurring. Customer mentioned the device had been exposed to moisture previously and it wasn't visible in the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.